Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive was selected for use. The physician was moving from the left superior pulmonary vein (lspv) to the left inferior pulmonary vein (lipv) and had some issues with the tip of the wire that required to exchange it. During insertion of the catheter and wire, air bubbles were observed during aspiration. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design' to the referenced event, as inspection found the internal valves torn on the inner faces by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive was selected for use. The physician was moving from the left superior pulmonary vein (lspv) to the left inferior pulmonary vein (lipv) and had some issues with the tip of the wire that required to exchange it. During insertion of the catheter and wire, air bubbles were observed during aspiration. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.